Event description:
A device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation at the third-party service center, the device was visually inspected/scrapped and found to have evidence of foam degradation. Foam particles were visible during the evaluation. In addition, the ui panel was scratched. The device is, without fail, deemed functional and upgraded, and the unit has a recertification label placed.